Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient received the device for oa on (B)(6) 2015 and couldn't figure out how to use the patient programmer. When they talked to the patient, they were out of it and the patient had pain at the implant site. The patient was taking pain pills and couldn't get out of bed it was hurting so badly. The patient had bandages over their implant site. The hospital told the patient to call the manufacturer right away. The circumstance that led to the pain at the implant site was the patient's body rejecting the device. The patient would see their health care provider (hcp) tomorrow to have it removed.